Event description:
It was reported that this pacemaker system was explanted due to infection. The involved leads are non-boston scientific products. No additional adverse patient effects were reported. No information was provided regarding product return status, however, it has been requested.